Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a health care professional reported the device was implanted and it would not work and thus was explanted. There was no patient injury.

Event description:
The manufacturer representative (rep) reported that the screw did not click when being tightened during a brand new implant on (B)(6) 2016. The implantable neurostimulator (ins) had been implanted in the pocket, the impedances were tested, and the decision was to take the ins back out from the pocket to readjust. After readjusting, one of the screws would not click back together. A different ins was used and this resolved the issue. There were no associated symptoms. The patient's indication(s) for use were unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep had the operating room (or) director send the device back to the manufacturer. On 2016-10-20, the rep reported that the operating room contact would be returning the device in the few days after that date.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.